Manufacturer narrative:
The device was received for evaluation. Visual inspection of the product with the naked eye shows the product in an opened original packaging. The area of the suspect particle on the header cap is circled with a black marker. This circled area is an injection point of the header cap that is created during production in the plastic injection molding process. This injection point corresponds to the product characteristic. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with one unit of polyflux 170h, foreign matter was found at the header on venous side. It was further reported the particle was a white-yellowish, 1-2mm, inside of the header near welding seam. There was no patient involvement. No additional information is available.